Event description:
Ems evaluated patient with glucometer from 1st a moving vehicle with a result of 31. Patient presentation did not support finding so a second glucometer was brought in and the result was 91. Blood sugar result obtained by emergency room staff upon arrival was 92. (B)(6) hospital has additional lab results. Reference report mw5176365.